Event description:
It was reported that the atrial lead had high impedance and was turned off about 3 years ago. The lead is also suspected of having a possible fracture. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 7278 implantable cardioverter defibrillator, (B)(6) 2006; 6944 implantable defibriallation lead, (B)(6) 2002. (B)(4).